Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of over 500 mg/dl with trace ketones. Customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the ICU. Customer was released from ICU on same day with issue resolved and no permanent damage. Systems check with tandem technical support verified the pump was functioning as intended.